Event description:
During routine preventative maintenance, by abiomed field service it was found that the left side "low pressure" alarm indicator would not clear. The problem was isolated to the pressure transducer. The transducer assembly was replaced and there have been no further problems. There was no pt involvement.